Event description:
A 1.5mm drill bit (depuy synthes reference 03.130.300) broke during use. The room and sterile field was searched, but we were unable to find the broken piece. The surgeon was aware and believes it's still inside the patient based on the intraoperative xray image. The remaining broken drill bit was sent down to spd for cleaning and for risk management.